Manufacturer narrative:
Medwatch sent to FDA on 6/29/2016.

Event description:
Further follow up with the healthcare professional indicated symptoms have "improved." Patient is still undergoing unspecified treatment and healthcare professional does not believe the events led to permanent damage.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, swelling, "little bump," "bump," "granuloma," and "granulomatous dermatitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional reported after injecting a patient in the jawline and a scar at the left corner of the mouth by the chin/marionette line with 1 syringe of juvéderm® ultra plus xc, the patient woke up approximately 3 months later with ¿a little bit of pain and swelling in the left cheek.¿ the patient saw their general practitioner approximately a week later who thought it was a sinus infection and prescribed prednisone, ibuprofen, and keflex for 8 days. The patient then saw an oral surgeon/dentist for a teeth cleaning on an unspecified date after seeing their general practitioner and the dentist noted pain and swelling in the jawline along the chin. The patient went back to their general practitioner and noted the right jaw line had a ¿little bump.¿ the general practitioner stated the patient had a reaction to the filler and ordered an MRI and referred the patient back to the injector¿s office. The patient was seen by the injector and another consulting physician at the location and they confirmed the ¿little bump¿ at the right jaw line. The injector stated the patient had the bump in the right cheek, but no pain or swelling. The patient still has pain and swelling in the left cheek and jawline spots which is painful to the touch. The injector stated that "something may have triggered the body to attack the filler." The MRI was also reviewed by the consulting physician who felt it was a granuloma and diagnosed the patient with "granulomatous dermatitis." The physician prescribed methotrexate for the patient. The patient has no allergies, no history of autoimmune disease, and was concomitantly applying topical creams and lotions during the injection. The patient will continue to be seen by the injector and the consulting physician. The healthcare professional indicated that no infection was noted when the lab work was complete.

Event description:
Further follow up with the healthcare professional revealed symptoms resolved approximately 6 months after injection.